Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number: (B)(6).

Event description:
The customer reported a speaker malfunction from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips field service engineer went for onsite service at the customer site and confirmed the reported issue. The defective speaker and the main board was replaced. The device returned back to service.